Manufacturer narrative:
Additional information: h6: method, results, and conclusions. This follow-up report is being submitted to relay additional information. Device evaluation: the products were not returned and no photos, intra-op/post-op images, or surgical notes were provided, so an evaluation is unable to be performed. The complaint is non-verifiable for the reported failure. DHR review and related actions: per DHR review, the parts were likely conforming when it left zimmer biomet control. No actions required. This event is not related to any product holds. Device use: this devices are used for treatment. Potential cause this event could possibly be attributed to off-axis forces capable of overcoming the material properties applied during impaction. With the given information, the definitive cause cannot be determined.

Event description:
It was reported an roi-c plate at c5 bent upon impaction causing the cage to crack. Both the cage and plates were explanted. The same size cage and plate were used to replace the explanted devices. After using the awl, the top plate at c5 bent again. The surgeon removed the bent plate and left the cage with one plate of fixation. There was no known patient impact. This is report three of three for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports: 3004788213-2020-00202, 3004788213-2020-00203 and 3004788213-2020-00205.

Event description:
It was reported an roi-c plate at c5 bent upon impaction causing the cage to crack. Both the cage and plates were explanted. The same size cage and plate were used to replace the explanted devices. After using the awl, the top plate at c5 bent again. The surgeon removed the bent plate and left the cage with one plate of fixation. There was no known patient impact. This is report three of three for this event.